Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 281 mg/dl and manual injections were administered. Infusion set tubing/site were changed. Pump system check with tandem technical support found 2 micro-air bubbles in the tubing. Reportedly, humalog was used in the cartridge for 3-4 days. Bg lowered to 160 mg/dl during call with tandem technical support. Recommendation was made for the customer to discuss event with a healthcare provider.